Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged inability to aspirate as no objective evidence has been provided to confirm any alleged deficiency with the port/catheter. The root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model 1878000 implantable port experienced a suction issue. This report was received from one source. One patient was involved with no patient consequences. Patient age and weight were not provided. The patient is female.